Manufacturer narrative:
(B)(4).

Event description:
This lead was capped due to a lead fracture. Should additional information be provided, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.